Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional rupture on the right side. The device has been explanted.

Event description:
Healthcare professional rupture on the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, curved opening, flat creases. A microscopic analysis was performed which identified: an extended sharp opening with localized stresses induced in posterior and anterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.